Event description:
Customer reported issues with her insulin pump. She stated that she tried to prime the device, but the pin did not stop and insulin squirted out everywhere. Customer's blood glucose is 124 mg/dl. She was not wearing the device while priming. Customer follows the proper procedure for priming. There was no gap between the piston and the reservoir stopper. Customer used a new infusion set, but was still unable to prime. She stated that the drive support cap was sticking out. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to protruded and loose drive support disk. Insulin had missing end cap sticker, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.